Event description:
Malfunctioning, dual chamber pacemaker. Loss of atrial sensing, near syncopal episode. Pt felt when he moved around, he lost capture. Monitored several episodes of non-paced sinus bradycardia at 39 beats/min. On 9/9/96, pt was discharged with functioning pacemaker.